Event description:
It was reported by the customer that a pyxis medstation es system tower door failed, preventing user from removing the required medications. The customer stated that there was delay in accessing the required medications from the other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the plastic bin had pushed against the door. A field service engineer released the door and removed the medications at the back of the tower to resolve the issue. Performed preventive maintenance. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.